Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screws were missing from the back of the drawer, preventing it from closing. Prior to arrival on site, the customer reported that screws were missing from the rear panel of half-height cubie drawer 3. Upon arrival, the field service engineer (fse) determined that the drawer rails had completely failed and were bent beyond field service repair, requiring drawer replacement. The customer was able to continue operations by pulling medications from an alternate medication station during this time. The half-height cubie drawer 3 was replaced, and the replacement drawer was tested thoroughly. All components were verified to be functioning properly, and normal operation was restored. The device was tested thoroughly with the customer assistance, and all components were functioning properly with no other issues to report. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es seltac screws were missing on back of drawer and failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.